Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump time setting was inaccurate. During troubleshooting with tandem technical support, the customer was instructed to correct the time setting. The customer's blood glucose level was 405 (mg/dl).